Event description:
After having the raindrop inlay surgery on (B)(6) 2017, I had severe blurry vision, extreme dry eye, and an increase in visible floaters. The dry eye condition improved but the blurry vision and floater disturbance continued. After nearly 5 months with the raindrop inlay in place I continued to have the need to wear glasses so I could at least see with my right eye to maintain my work. So, with little to no visual improvement after 5 months, and my daily life continually impacted with the negative visual outcomes, my raindrop inlay was removed. I am still left with a number of visible floaters that weren't present before the surgery, but at least they are less noticeable after having the inlay removed. I have always been an extremely healthy individual and no visual problems other than the development of need for reading glasses in my (B)(6). I personally feel that this raindrop inlay surgery negatively impacted my vision for whatever reason and I hope more can be learned about it. I never had clarity with the raindrop inlay in place.